Event description:
Fire fighters/emergency medical technicians responded to a person described as in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device advised a shock and charged, but dumped the charge before it could be transferred to the patient. The reporter stated this occurred 3 times.a backup device was called for and immediately used, but the patient was not resucitated.the reporter stated the alleged malfunction did not cause or contribute to the death of the patient because of the patient's lack of viability and the availability and immeidate use of a backup defibrillator.